Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise, oversensing and inappropriate shocks. An x-ray identified the electrode was not fully inserted into the device header. A revision procedure was performed to re-secure the pin into the device; however, the clinical observations still occurred. Therefore, the associated device was explanted and replaced. No additional adverse patient effects were reported.